Manufacturer narrative:
While deploying a stent in a calcified and tortuous right internal carotid artery, it was reported that resistance/friction was noted and the stent deployed 1 cm distal to the intended location. The lesion was not pre-dilated and no additional stents were deployed. There was no reported patient injury. No significant additional information regarding patient, lesion or procedural characteristics regarding this event has been provided. Since the product or films of the procedure will not be returned, there is not enough information to draw a clinical conclusion between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event. A review of the manufacturing documentation associated with this lot was performed and the following was found: review of lot 15108344 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Action taken: no corrective or preventive action will be taken, given that; with the information provided the reported failure does not appear to be related to the manufacturing process.

Event description:
The information received indicated that the patient was admitted with a lesion in the right internal carotid artery. The vessel had calcification and tortuosity. A filter basket of angioguard rx was deployed in the target position successfully. The lesion was not pre-dilated. A precise pro rx was advanced, but friction/resistance occurred when releasing the stent. The report only said that resistance was experienced when releasing the stent. As a result, the stent was released at 1cm distal to the intended lesion. There was no additional stent needed and the procedure was completed without any other issues. There was no adverse event and the patient is in stable condition. The product was inspected and prepped according to the instructions for use. Nothing unusual was noted about the stent delivery system prior to use. There was no additional stent needed to be placed in the target lesion in the end.